Event description:
Boston scientific crm received information that this device system remained actively in service, however medical intervention occurred due to suspected potential pocket infection.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system remains implanted to date.